Event description:
It was reported that during an unspecified spine surgery, it was observed that the motor device did not run. There were no delays in the surgical procedure as an identical spare device was available for use to successfully completed the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The reporter stated that the event occurred on (B)(6) 2015; however, the exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter¿s phone number extension: option 1, ext. (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the hose was pulled from the pressure release valve (prv). It was determined that this was indicative of applying too much force while wiping the device down for cleaning purposes and did not allow completion of the pre-test. The assignable root cause was determined to be due to component damage caused by misuse, abuse and/ or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.